Manufacturer narrative:
The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown.

Event description:
Customer's father (customer is a child) reported that prior to receiving notifications regarding adc's recent recall, they had received erratic readings. Caller further reported that on an unspecified date while using an omnipod insulin pump in conjunction with unspecified adc test strips involved in the recent recall, they received the following erratic readings, which were reportedly received within 10 minutes of each other: 45 mg/dl, 65 mg/dl, 120 mg/dl and 100 mg/dl. The readings when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered to be clinically significant. Caller also reported receiving a reading of 350 mg/dl, but this was reportedly not received within the 10 minute timeframe and it is unknown how much time may have elapsed. Caller further reported they "provided medical treatment like fast-acting carbohydrates to (his) son because of this". No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.